Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an unspecified red alert was issued via the patient's remote monitoring system. Boston scientific technical services (ts) referred the patient to his physician. Later ts review of patient data indicated that a red alert had been issued approximately two months prior for high, out-of-range shocking lead impedance measurements. No adverse patient effects were reported. This lead remains in service.